Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for the investigation. A physical investigation was not possible. The user reported contains information regarding helix break. User provided image and video does not give further information and does not let to confirm reported break. Therefore, the investigation is inconclusive for the reported break and retraction issues. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a recanalization procedure in superficial femoral artery, upon removal of the catheter for flushing, the tip was allegedly found to be ruptured. It was further reported that multiple attempts were made to remove the tip from the patient but were unsuccessful. Reportedly, stent was placed to squeeze the broken head end between the newly implanted stent and the previously implanted stent to prevent the distal embolism caused by dropping. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image and a video were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a recanalization procedure in superficial femoral artery, upon removal of the catheter for flushing, the tip was allegedly found to be ruptured. It was further reported that multiple attempts were made to remove the tip from the patient but were unsuccessful. Reportedly, stent was placed to squeeze the broken head end between the newly implanted stent and the previously implanted stent to prevent the distal embolism caused by dropping. The current status of the patient was unknown.